Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experienced no great picture. The event happened during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; d9; h2; h3; h4; h6; h11. Corrected field: d5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd (charged couple device), the image had lines. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction was traced to faulty ccd (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.